Event description:
It was reported that 3 sensors malfunctioned. The first sensor had a bent cannula, the second sensor had an electrode or needle that fractured while it was in the user's body, and the third had an electrode that could not be found. The caller did not know the blood glucose reading. The sensor needle was not reported to be difficult to remove, and the needle break was noted upon removal of the sensor. The customer stated that there was an upcoming appointment for operation at the hospital unrelated to diabetes, advising that the issue would be discussed with the doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.